Manufacturer narrative:
Citation: ludovic maxo et al. How to deal with an entrapped nose cone during transcatheter aortic valve replacement with the evolut® platform: images in cardiology. Eur heart j case rep. Apr 8;9(4):y 2025. 10.1093/ehjcr/ytaf176. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 86-year-old patient with severe calcified aortic stenosis who underwent transcatheter aortic valve replacement with implant of a medtronic 29-mm evolut pro+ bioprosthetic valve.  During the procedure, the first attempted valve required repositioning.  While the valve was recaptured into the delivery sheath  excessive friction from protruding calcifications caused the valve stent frame to fold in on itself.  The infolded valve was successfully removed from the patient and a second evolut pro+ 29 mm was attempted.  The second valve was successfully positioned and deployed but the stent frame remained under-expanded near the non-coronary cusp due to a calcified nodule. Additionally, the nose cone of the delivery system became trapped between the valve and the calcification preventing its retrieval and posing a risk of embolization.  An 18-mm balloon was inflated to slightly expand the valve, and free the nose cone from the calcification allowing for safe removal without valve embolization.  The remainder of the procedure, post-procedural recovery and follow-up went uneventful. No further information was provided pertaining to medtronic products.